Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo, o2 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy evo, o2 ventilator was returned to a manufacturer service center for evaluation, and the customers complaint was confirmed. During the evaluation it was noted that the device failed an oxygen blender module electrical verification: o2 pressure test step. In conclusion, the device's obm sub assembly was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, periodic maintenance 2 was performed. The inlet foam filter and particulate filter was replaced as a part of required preventative maintenance unrelated to the reportable malfunction/issue. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was (1.06.10.00).